Event description:
Dr (B)(6) was attempting to place bilateral 10x38x120cm icast stents in left and right common iliac arteries as the patient had either thrombus or area of calcification at the aortic bifurcation. Both stents were confirmed in the appropriate deployment location angiographically with sheaths pulled back adequate distance from the stents. Both catheters were simultaneously inflated to 8atm. Upon inflation, it was determined that the left iliac stent was not on the balloon but was visibly inside of the left sheath with flaring of the proximal edge of the stent. At this point the deflated balloon, stent and sheath were removed simultaneously through the left groin. Follow up angiography was performed verifying that no further stenting, ballooning or intervention was required on the left side.

Manufacturer narrative:
Awaiting device return for evaluation.